Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device report 3 of 3: reference MFR report: 1627487-2012-09166 and 09167. It has been reported the pt has been experiencing ineffective stimulation coverage in the desired pain pattern. A full parameter diagnostic indicated invalid impedance values on several contacts. Sjm rep was able to reprogram around the contacts to capture stimulation but was unable to cover the desired areas. The pt is working closely with his physician to determine the next course of action. A surgical intervention may be undertaken to address the issue.